Event description:
Reference number (B)(4). Event occurred in finland. It was reported that the patient faced tape not sticking and coming off before intended time in use event on (B)(6) 2026. No further information available.